Event description:
Caller indicated the relion prime meter giving variable readings. Caller said she was at home and in the evening she took her reading and got 24 and she knew her reading was not that low so she took another test within seconds she said and got 289. She didn't have anything to eat prior to testing and she washes her hands and uses new lancet every time she does a test. She didn't have any symptoms she did get scared and let her family member know what was going on while taking the second test in case her glucose was that low. After she got the 2nd reading she called us let us know that the meter was not working. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.